Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the caster is bent and the wheel will not roll. Due to sipping damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the caster is bent and the wheel will not roll. Due to sipping damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.